Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr0555 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redr0555) have been reported from the same facility in (B)(6).

Event description:
It was reported that during passage of PICC, while delivering the ultrasound device's probe, the physician noticed that the cover was perforated. It was stated this occurred with two devices. This report addresses the first device.